Manufacturer narrative:
This report will be updated should further information become available.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. The lead was reprogrammed. At this time, this lv lead remains in service and no additional adverse patient effects were reported.